Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain at the lead extension site. Therefore, the patient underwent a revision procedure during which the lead extensions were explanted and replaced. The patient was recovering well with no reported complications postoperatively. The explanted lead extensions will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7071914. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7071604. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7072463.